Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction / functional. Visual inspection: the handle for 90° screwdriver (part # 03.505.004 / lot # 8185207) and the shaft for 90° screwdriver (part # 03.505.003 / lot # 08172030) were received disassembled at us cq. Both devices showed no defects besides normal surface wear. The turning handle was incomplete from this assembly but as it is a separate device it will not be treated as a missing component. Functional test: functional testing was performed by assembling the shaft to the handle. After successfully securing the shaft to the handle, screwdriver shaft was tested by manually rotating the coupling located at the proximal end of the handle. When manually rotating the coupling, the screwdriver successfully rotated. Based on this functional testing, there appears to be no issues with the device. Since no mating devices were returned, functional testing with relevant screws/screwdriver blades was not possible. The reported condition of unable to assemble is unconfirmed. Can the complaint be replicated with the returned device(s)? No; the screwdriver assembly appears to have no issues. Since no mating devices were returned, the assembly was unable to be tested with relevant screws/screwdriver blades. Dimensional inspection: dimensional inspection was not performed since no evidence of the reported condition was detected during visual and functional inspections. Conclusion: the overall complaint was not confirmed for the received handle for 90° screwdriver as there was no evidence of the reported condition. The returned components of the assembly all functioned as intended. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.505.004, lot: 8185207, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the 90 degrees driver would not lock the screw into the plate. The procedure was completed successfully by using another 90 degrees screwdriver. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown), unknown plate (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).